Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that when they insert a test strip into the meter, the meter displays a message asking to verify date/time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.